Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Also there was crack at the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage on electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay and minor scratches on case.